Manufacturer narrative:
This product is available for analysis; however, it has not been received. Additional information will be provided within 30 days of receipt.

Event description:
The male metal connector of the accessory catheter extension (502101d) was observed leaking and the plastic part of the device broke. The event occurred prior to use on patient; therefore, there was no injury to the patient.